Event description:
Complainant alleged that the medic was setting up the device to monitor a pt (age and gender unk), but received the following error messages on the device screen: "cannot dump", "status 90" and "status 107". The medic was able to obtain another device to monitor the pt. The complainant indicated that there was no delay in pt treatment nor was there any adverse effect on the pt as a result of the reported malfunction.